Event description:
It was report that the stent became dislodged from the stent delivery system (sds) before deployment. The stent was being positioned, when it was dislodged from the sds in the artery. A balloon catheter was used to recross and deploy the stent.